Manufacturer narrative:
The results of the investigation are inconclusive since the leads were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2020-02989

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 3006705815-2020-02989. It was reported a cerebrospinal fluid leak occurred during the patient's scs system trial procedure. The physician opted to proceed with the procedure, the patient was given a blood patch and the procedure was completed. The patient reported having a headache postoperative. Reportedly, the patient was admitted to the emergency room two days later for nausea, vomiting, and continued headache. The patient had a sphenopalatine ganglion block done with 50% improvement in her headache. Regardless, the scs system trial was successful and the leads were removed.